Event description:
The customer reported that their device would not longer power on using ac or dc power. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed power pcb assembly was further evaluated and the cause of the reported failure was found to be a shorted capacitor, designator c4.